Manufacturer narrative:
Pending more information to perform a batch review and awaiting the return of the monitor to start device analysis.

Event description:
Pressio2 monitor will not shut down. It restart every time they try to shunt down. They have tried empty the batterie and reload it again, but the same problem occur. The monitor is less than 2 years old.

Event description:
Pressio2 monitor will not shut down. It restart every time they try to shunt down. They have tried empty the batterie and reload it again, but the same problem occur. The monitor is less than 2 years old.